Event description:
It was reported that the catheter migrated from the intrathecal space. The patient experienced increased pain. It was noted that the cause of the event was related to the device or therapy (the intrathecal portion) but not related to the implant procedure. The catheter migration was confirmed via x-ray on (B)(6) 2012. The catheter was surgically repositioned on (B)(6) 2012. The outcome of the patient was reported as resolved without sequelae on (B)(6) 2012. The drugs delivered via pump were dilaudid, bupivacaine, baclofen, droperidol, and clonidine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer; patient product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).